Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06046 and 2134265-2015-06047. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system, version 1.3 was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. During a procedure, automatic pullback stopped and error 119 occurred. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-06046 and 2134265-2015-06047. It was further reported that the procedure was completed with the same device by pressing connection button behind the acquisition processor. The patient's condition is fine.